Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ill health caused by prosthesis", "trauma", ¿twinges¿, ¿hair loss", ¿peri implant fluid and fibrous capsules", "flattened."

Event description:
Patient reported right side "ill health caused by prosthesis", "trauma", ¿twinges¿, ¿hair loss¿ (event is not device related) and ¿MRI reported folds, peri implant fluid and fibrous capsules without gadolinium enhancement¿, "flattened". Device remains implanted.

Event description:
Patient reported right side "ill health caused by prosthesis", "trauma", ¿seroma¿, ¿twinges¿, ¿hair loss¿-not device related and ¿MRI reported folds, peri implant fluid and fibrous capsules without gadolinium enhancement¿, "flattened". Device remains implanted.